Event description:
Literature reference: andersson s, et al. "Gastric electrical stimulation for intractable vomiting in pts with chronic intestinal pseudoobstruction". Neurogastroenterol motil 2006; 18(9):823-30. Pt diaries, hospital records and investigation results before and after treatment were studied and compared to evaluate the long-term effect of gastric electrical stimulation (ges). One pt required laparotomy twelve hours after laparoscopy to stop a post-implantation bleeding due to adhesions after peritoneal dialysis.

Manufacturer narrative:
This report is being submitted following an internal audit.